Event description:
The customer's wife stated they received questionable results from coaguchek xs meter serial number (B)(4). The customer was tested in the ER and the result was 4.2 inr. The same day and within seven hours, the meter result was 7.0 inr. The ER used neoplastine reagent on a stago analyzer. There was no allegation of an adverse event. The ER visit was unrelated to use of the device. The customer had no hematocrit issues, no overlapping heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no illnesses, no new medications, and no abnormal bleeding or bruising. The customer had drunk more cranberry juice lately. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.